Event description:
As reported by the field, during a mechanical thrombectomy for an acute ischemic stroke (ais), an embotrap iii 5 mm x 37 mm revascularization device (et309537, 21l196av) was delivered from a microcatheter (trak 21) after crossing the lesion of m2. However, there was an intense resistance felt and the device was removed. The stent and the wire got kinked slightly and it was difficult for the complaint device to be delivered again. Thrombus was removed only with an ac. There were no post procedure changes in the patient and there was no negative impact on the patient. A continuous flush was done. The lesion was the m2. Other concomitant devices are unknown.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Additional information received indicated that there was no excessive force applied to the device. The device was examined prior to use. It is unknown how many passes had been made to attempt to retrieve the clot when the event occurred. The device was not torqued or rotated during advancement. There was no difficulty withdrawing the device. The concomitant devices functioned as expected. Complaint conclusion: as reported by the field, during a mechanical thrombectomy for an acute ischemic stroke (ais), an embotrap iii 5 mm x 37 mm revascularization device ((B)(4)) was delivered from a microcatheter (trak 21) after crossing the lesion of m2. However, there was intense resistance felt and the device was removed. The stent and the wire got kinked slightly and it was difficult for the complaint device to be delivered again. Thrombus was removed only with an ac. There were no post procedure changes in the patient and there was no negative impact on the patient. A continuous flush was done. The lesion was the m2. Other concomitant devices are unknown. Additional information received indicated that there was no excessive force applied to the device. The device was examined prior to use. It is unknown how many passes had been made to attempt to retrieve the clot when the event occurred. The device was not torqued or rotated during advancement. There was no difficulty withdrawing the device. The concomitant devices functioned as expected. The device has not been returned for analysis and therefore no further investigation can be performed at this time. A review of the DHR records confirms that there were no issues with the assembly of the lots (sub-assembly and top assembly), all rejects were accounted for during the DHR review. With the information available and without the product available for analysis, the reported customer complaints could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the events remain speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction, vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issues. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.